Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/12/2014 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the last basal delivery and the last bolus were on (B)(6) 2014. The black box shows on (B)(6) 2014 18:04 an unexplained loss of prime; deliveries resumed when pump was primed at 18:14. Typical usage observed in alarm history. The basal and boluses add up appropriately to total the total daily dose; showing the pump was delivering accurately until the last date used. The pump successfully passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Investigators were unable to duplicate reported complaint. The display screen has a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.